Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the lens was not returned and evaluated as it was discarded by the customer. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) exploded in the cartridge and it could not be used. Reportedly, the lens popped in the cartridge and broke. Further clarification was provided that the lens tore when it burst in the cartridge. There was no patient involvement and the lens was discarded by the customer. No further information was provided.